Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient is experiencing a unbearable feeling of despair. The surgeon performed another 'procedure' on the patient that "was supposed to help with dry eyes and improve" the patient's issue, with no reported improvement.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported after having intraocular lens (iol) implant she is experiencing foggy vision, pain, light sensitivity, and dry eye. Patient indicated her vision blacks out and "feels like a shutter is going over her vision". She reports having a yag procedure. Additional information was requested. There are two manufacturer reports associated with these events. This report is for the right eye.